Manufacturer narrative:
Device evaluation summary receipt by mentor, two devices with the same lot number engraved were returned. Both devices returned without fluid and without any foreign material visible within the device or on the shell surface. On device a mentor product analysis lab discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect and extended to the posterior aspect. On the other hand, device b presented a 2.1 cm rent located on the posterior aspect. Microscopic examination of the edges of the rent revealed parallel striations. No other anomalies were discovered. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth moderate plus profile 275cc saline breast implant, catalog number 3502275, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor smooth moderate plus profile 275cc saline breast implants which the right side deflated after implantation. As a result patient underwent bilateral removal and replacement with mentor 3502275 on (B)(6) 2019.